Manufacturer narrative:
Complaint conclusion: while attempting to deploy a 6f/7f mynxgrip vascular closure device (vcd) on a patient, the physician noticed that the white advancer tube that holds the sealant against the arteriotomy was missing. Therefore, manual pressure was held to achieve hemostasis. There were no complications post manual pressure and there was no reported patient injury. The device was stored as per labeling and was opened in a sterile field. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. There was no damage noticed to the device packaging. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The procedural sheath was on the catheter, covering the distal end of the sealant sleeve. It was noted that the sealant sleeve was displaced approximately 11 mm from its manufacturing position. The condition of the returned device indicated that the device may have not been shuttled down completely. The sealant and advancer tube were found remained inside the outer cartridge tubing. The device was inspected for damages/anomalies that may have contributed to the reported event. No visual damages/anomalies were observed. In addition, a sterile mynxgrip vascular closure device 6f/7f was also returned for evaluation. No visual damages/anomalies were observed on the returned unit. Per functional analysis, a shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. Simulated deployment test was also performed on the unused sample. The sealant of the sample was successfully deployed on the catheter shafts, and the advancer tube was properly engaged to the proximal tamp locks as intended. No functional nonconformities were observed. Per microscopic analysis, the tamp locks were inspected under high magnification for any damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2107802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively be determined. The returned device performed as intended and no visual damages or anomalies were observed. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, then it will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the device history record (DHR) associated with lot f2107802 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
While attempting to deploy a 6f/7f mynxgrip vascular closure device (vcd) on a patient, the physician noticed that the white advancer tube that holds the sealant against the arteriotomy was missing. Therefore, manual pressure was held to achieve hemostasis. There were no complications post manual pressure and there was no reported patient injury. The device was stored as per labeling and was opened in a sterile field. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. There was no damage noticed to the device packaging. The used device, together with two (2) unused device of the same lot will be returned for evaluation.